Event description:
It was reported that the patient's atrial lead dislodged just after a new pacemaker was implanted. The patient was undergoing a separate medical procedure and then the lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.